Event description:
Maxtack motorized fixation device stopped working and would not fire any more tacks after only half of them were used. No harm to the patient. The device was taken off the field and a new device was used to complete the surgery for ventral hernia repair and abdominal wall reconstruction.